Manufacturer narrative:
Device evaluated by MFR:the analysis of the returned product revealed: one rf probe was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. Moreover, the handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance.

Event description:
It was reported that the tines did not open properly. A radiofrequency ablation procedure was being performed and a leveen superslim was intended to be used in the procedure. When the needle was being tested prior to the start of the procedure it was noted that the tines did not open properly. The device was not used. Another of the same device was then prepared and the procedure was completed. There were no patient complications that were reported.

Event description:
It was reported that the tines did not open properly. A radiofrequency ablation procedure was being performed and a leveen superslim was intended to be used in the procedure. When the needle was being tested prior to the start of the procedure it was noted that the tines did not open properly. The device was not used. Another of the same device was then prepared and the procedure was completed. There were no patient complications that were reported.